Event description:
Device at eri indication with unexpected battery behavior. No adverse patient events were reported. The device was explanted and replaced.

Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The premature battery depletion could be confirmed during analysis.